Event description:
Allegedly, patient was revised due to modular neck broken. Neck and head were revised. Component not revised: profemure femoral stem product number : pha03143, lot number: 029814769. Additional information received on 09/09/2020 from bfarm : adding case number. Bfarm case number: (B)(4).